Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that with their previous implanted neurostimulator (ins), about 1.5 years prior to the report, they had the ins replaced because they had issues after having an MRI.  No symptoms reported.